Event description:
The patient had 2 resolute integrity (rx) stents implanted on the day of the index procedure: one in the prox lad and one in the mid lad. It was reported that the patient suffered an mi on the day of the procedure. Investigator reported that the event was not related to the study device. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (myocardial infarction). (B)(4).